Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer. The patient had symptoms of redness, (B)(6), and infection. The infection was confirmed. The patient had (B)(6) infection a week after implant. The indication for use was non-malignant pain. The system was delivering morphine at 1.7mg/day. The concentration and lot number were unknown. Clarification on the device/therapy/procedure issue, diagnostics performed, and actions/interventions taken were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the pump was burning and stinging. The patient took the wrap and there was reportedly two big puss bags hanging. She was admitted to the hospital that same day as a result. The pump was explanted. It was noted the patient did not know the dose or concentration of the morphine at the time of the event. While it was previously reported the patient developed the (B)(6) infection a week following implant, the event date was also now reported as (B)(6) 2015, per the additional information received. No further clarifying information regarding the event date was provided. Follow-up was conducted to obtain additional event information, as previously reported. Should additional information be received, a supplemental report will be submitted.